Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, while flushing the 3maxc on the back table, the 3maxc was observed to be damaged. The procedure was completed using a penumbra system 4max reperfusion catheter (4maxc) and non-penumbra stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 07/28/2020: section b. Box 5. Describe event or problem. It was previously understood that the issue occurred while in use in the patient. However, based on the updated information, the issue occurred during preparation. Although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event.

Event description:
During preparation for a thrombectomy procedure, a penumbra system 3max reperfusion catheter (3maxc) was flushed on the back table upon removal from the packaging and it was observed that the 3maxc was broken 930mm from the distal tip. The damage to the 3maxc was found prior to use, and therefore, the 3maxc was not used in the procedure. The procedure was completed using a penumbra system 4max reperfusion catheter (4maxc) and non-penumbra stent retriever.